Manufacturer narrative:
Per the tandem t:slim x2 g5 user guide: "always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer's total was approximately 180 units, however, the insulin gauge displayed 105 units. The customer declined to reload the cartridge. Tandem technical support (cts) explained to the customer what could lead to faulty fill estimate; customer acknowledged. Additionally, it was reported that there were air bubbles coming from the cartridge. The customer reported that the air removal step was not performed. Cts explained air removal step is important; customer acknowledged. Customer's blood glucose was 169 mg/dl.